Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptic of the iol was torn. When cutting the capsule rupture, an anterior vitrectomy was performed. The patient left aphakic. The surgeon plans again an implantation/surgery with a secondary company anterior chamber lens. Additional information has been requested.